Event description:
Crews responded to a cardiac arrest call, reportedly during an attempt to deliver therapy to the pt, the device indicated connect cable and use of the device was inhibited. The police department was on scene with an AED. The AED was used to continue care to the pt. The AED advised a shock, a shock was delivered to the pt. Pt outcome is unk. The reporter stated device operation did not impact care to the pt as the AED was readily available.